Event description:
Varian received a report involving pt misadministration during treatment. The pt received radiation outside the planned target area. The physician intends to modify the pt's treatment plan or therapy as a result of the event. No other information was reported on the pt status. The report indicated that the varian eclipse treatment planning system and siemens oncor with 160-multileaf collimator were being used at the time of the incident. The siemens oncor with 160-multileaf collimator is not manufactured by varian.

Manufacturer narrative:
Based on the initial report varian's medical advisor determined that the pt being treated to the breast, received 4-treatments outside planned treatment volume because of wrong jaw settings in a half beam technique. The areas which received this add'l dose were upper lung, humerus, brachial plexus and axilla. This dose of 800cgy (200x4) is unlikely to cause serious acute injury, but it is unk about the possibility of injury in the future. Though still under investigation, varian has determined that a MDR is appropriate. Add'l f/u to this MDR is expected upon completion of the investigation.